Event description:
It was reported that during the procedure, oil leaked from the handpiece and ripped into the surgical site. No info has been provided as to any treatment administered to the pt as a result of this event.

Manufacturer narrative:
The device was returned to the MFR for evaluation. According to the quality engineer, there was no evidence of oil leaking from the handpiece. There was evidence of previous moisture within the handpiece. This moisture or fluid was most likely introduced during the cleaning and sterilization process at the account. If cleaned and drained properly, any moisture should have been removed during the autoclave process prior to being opened during the procedure.